Event description:
It was reported that the patient presented for routine lead implant. During the procedure the lead exhibited failure to capture and was not implanted. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.